Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 8021545-2024-01926 - device 1 of 2. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6) united states. It was reported that the patient encountered two similar events where infusion sets fell off during use on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.